Event description:
It was reported that during a percutaneous coronary intervention a catheter shaft fracture occurred. The target lesion was located in a non-calcified, tortuous, proximal left anterior descending artery. The f/g, promus element,mr,ous 2.75x28mm stent was selected for implantation. A body wire and anchor technique was used but the device could not cross the target lesion. A larger unspecified 2.75 x 15mm balloon was selected for pre-dilatation. The stent still could not be implanted and the catheter shaft fractured. The fractured device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).